Event description:
It was reported to st. Jude medical that the device was explanted when it exhibited greater than 255 noise reversions possibly caused by external interference. The noise stopped when the device started to charge. The device's battery voltage was noted to have dropped to 2.4 volts.